Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had a mrsa infection on the right implantable neurostimulator (ins) which included redness, swelling, and discharge from the site. As a result the surgeon decided to reposition the ins on (B)(6) 2018 with no components changed out. The outcome remains ongoing until the infection is confirmed resolved at a future visit. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) via a healthcare provider (hcp) of a clinical study indicated the patient's impedances were not in range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study indicating the patient's baseline weight was (B)(6) lbs. The implant date of the ins was (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the high impedances were ongoing and the cause was unknown.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on (B)(6) 2018.